Event description:
Nurse reported that the customer was hospitalized for high blood glucose and dka. Nurse also reported that the customer had not changed infusion set and time on the pump was incorrect. Nurse also stated that she noticed that the insulin was leaking through the connection of reservoir and tubing. Explained to nurse that incorrect time will make difference in basal delivery. Troubleshooting was performed and pump appeared to be operating normally.